Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator had a leak. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and performed oxygen sensor and flow sensor calibration. The unit passed all testing and operated within the manufacturing specifications.